Manufacturer narrative:
Investigation - evaluation a review of the drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon completion of the internal investigation. D. 1) turbo-ject double lumen peripherally inserted central venous catheter tray (B)(4). The event is currently under investigation. A follow-up report will be submitted upon completion of the internal investigation.

Event description:
International customer reported that a peripherally inserted central catheter (PICC) was inserted at an unspecified anatomical site. The mandrill guide fractured during removal by the attending physician. The physician removed the catheter and inserted a new PICC line. A section of the device did not remain inside the patient¿s body.